Event description:
Event description cpi received a clinical investigation form indicating that this bipolar lead required prolonged manipulation for placement, abruptly lost capture and then the physician noted an inappropriately high lead impedance, indicating a possible lead 'fracture'. The physician elected not to implant the lead.